Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the hematoma resolved with light manual pressure.

Manufacturer narrative:
Correction: d1. Brand name, d2a. Common device name, d2b. Procode, d4. Lot, catalog, expiration, primary UDI number additional information: d4. Serial; d6a. Implantation day, month and year; d6b. Explantation day, month and year. G1. Manufacturing site name

Manufacturer narrative:
H6 health effect - impact code has been updated.

Manufacturer narrative:
Hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of coronary artery disease (cad). The impella cp was placed for hemodynamic support, and a decision was made to take the patient to the operating room for coronary artery bypass grafting (CABG) later that evening. In the cardiac catheterization laboratory, no hematoma was noted at the impella access or dressing site. The bedside registered nurse did not observe any hematoma in the time interval between transfer from the cath lab to the operating room. While the patient was being prepped for CABG, a hematoma was noted at the impella access site. Both the interventional cardiologist and the cardiothoracic surgeon were notified. Laboratory values remained stable, and there was no evidence of active bleeding from the access site. The impella cp was not removed as a result of the hematoma. The reported access-site hematoma is a known potential adverse event associated with large-bore arterial access and the anticoagulation requirements of impella support, as described in the instructions for use.

Manufacturer narrative:
A4 weight is unknown device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.